Event description:
In 2007, a customer contacted baxter technical service regarding a system error 2240 alarm during initial drain of therapy using the homechoice system. The service rep explained the alarm to the home pt. The home pt stated she saw "leaking from the transfer set." The service rep had the home pt cycle the power off/on to a system error 2367 alarm. The service rep had the home pt cycle the power off/on again and discard the supplies at the load cassette display. The home pt would contact their nurse regarding the transfer set. The service rep instructed the home pt to discontinue therapy until the nurse approved. There was no pt injury or medical intervention indicated at the time of the initial report. On 12/4/2007, the home pt's nurse reported he was aware of the reported alarm and leaking transfer set. He stated the home pt's transfer set fell apart internally at the twist clamp. He indicated the tubing was opened and got contaminated with air. The nurse stated the home pt was treated with antibiotics.

Manufacturer narrative:
A follow-up call was made to the home pt's nurse requesting add'l info regarding clinical outcome of this report and the sample availability. If add'l info becomes available, a follow-up report will be submitted.